Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient was admitted to the hospital on (B)(6) 2025 with oversedation and was currently "barely responsive" and still in the hospital. The reporter was wondering if there was a malfunction with the pump. Troubleshooting with technical services was not required and not resolved with troubleshooting. The reporter was redirected to the national answering service (nas) for a manufacturer representative (rep) to further address the issue.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the cause of oversedation and lack of responsiveness was cardiopulmonary; pleural effusions, fluid overload, and hypercapnia were reported. In regards to actions/interventions taken to resolve the event, diaresis, bilevel positive airway pressure (bipap), and oxygen were reported. The oversedation/lack of responsiveness was not related to the patient's device, therapy or implant procedure/use error; it resolved without any adjustments to the patient's pump. The reporting hcp had spoken with the pain medicine provider at the hospital. There was no information to reasonably suggest that the patient's pump medication was being delivered unintentionally in a manner greater than prescribed. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.